Manufacturer narrative:
The correct product for this pi is cartidge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient primed while attached).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging an occlusion (random) issue. The reporter stated that the patient had a blood glucose (bg) of over 400mg/dl with abdominal pain, confusion, drowsiness and nausea. The patient received phone advice from their healthcare professional and self treated with insulin via injection. Customer support (cs) completed troubleshooting and it was determined that the bolus given was greater than needed. It was also noted that the patient prime while attached. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in priming while attached.